Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was inevitable thrombus advancement after the thrombectomy during the procedure. The is not a recurrent or new stroke, and was not the result of a device deficiency. No additional treatment was performed related to this. The site assessed the thrombus advancement as not related to the devices and possibly related to the procedure, the disease under study, and an underlying condition. The sponsor assessed this as caused by the procedure and possibly related to the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an image report on 2024 showed a subarachnoid hemorrhage post procedure on a patient that underwent a procedure using the solitaire fr and navien catheter. A blood transfusion was administered. Concomitant treatment was required. The patient's white blood cell count was (wbc) 20.2, red blood cell count was (rbc) 2.64, and pt of 210. The patient's nihss score was 2. The event resolved on 2024-04-14. It was noted there was no hospitalization. This event was not life threatening. It was also noted no medical intervention was required. The adverse event was assessed to be probably related to the disease understudy and the underlying condition. The site assessed the event as possibly related to the study procedure. The sponsor assessed the event as a casual relationship to the study procedure and possibly related to the solitaire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's final post-procedure mtici score was 2c.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the causality assessment provided as : possible related to procedure, not related to devices, probable related to disease under study and underlying condition of disease; rationale for the relationship to system or procedure - cannot rule out the possibility. The adverse event did not result in the subject being hospitalized or a prolongation of an existing hospitalization.

Manufacturer narrative:
B5 updated with additional information received. B7 patient medical updated based on available information. H6. Coding updated based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient did not receive a blood transfusion.- medtronic received information regarding a patient who underwent a thrombectomy procedure in which a solitaire x stent retriever was used on (B)(6) 2024. It was reported that during the procedure, the patient experienced respiratory failure and was intubated and connected to a ventilator for assisted breathing. An urgent post-operative cranial CT showed enhanced brain infarction in the left cerebellar hemisphere signifying infarction in new vascular territory. It was unknown what impact, if any, there was to the patient associated with these events or if any additional intervention was required to address the noted new infarction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the subject experienced distal embolization to the middle cerebral artery (mca) and anterior cerebral artery (aca) during the procedure. The sponsor assessed the event as possibly related to the navien catheter. The patient had been undergoing treatment for a stroke located in the m2 segment of the left mca. The patient's baseline mrs, nihss, and tici scores were 0, 2, and 2a respectively. Post procedure their mrs score was 4 and their nihss score was 20. Six passes were made with the solitaire. The stroke onset was (B)(6) 2024 at16:59, and the reperfusion time was (B)(6) 2024 at 05:45.